Event description:
On 10/23/96, the MFR's technical sales representative was informed of a problem with this device; however, specific details concerning the problem were not available at that time except that the device may be explanted on 10/28/96. On 10/28/96, the MFR's technical sales representative was informed the device was explanted (10/28/96), and was sbeing returned to the MFR for analysis. Additinally, the implanting physician noted that the device was blocked on the right side of the dual lument with catheter tip on top prior to insertion of the device. The device was returned to the MFR on 10/29/96, for analysis.